Event description:
Customer reported that on or about (B)(6) 2022, a patient burn occurred as a result of the light source not being turned off or on standby while camera (scope, light cable) was laying on the patient or patient drape during a cysto case. To date, we have been unable to obtain any further details on this case.

Manufacturer narrative:
The device will not be returned for evaluation. Our sales executive confirmed that there was no equipment malfunction and that the event was due to user error.